Manufacturer narrative:
During the device evaluation, the reported event of wobble was confirmed. Excessive wobble was identified in each case, and visual inspection confirmed wear on the flats/slots within the driveshaft. This kind of wear could cause an attachment to wobble and slip. Therefore, it is likely the reported event was due to drive slot wear. The attachment is not a repairable device and will not be returned to the user facility.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the hudson/modified trinkle attachments had noticeable wobble during a procedure. It was alleged that the rear cortex of the bone wall was thinner than desired but still sufficient for the anchor to hold. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the hudson/modified trinkle attachments had noticeable wobble during a procedure. It was alleged that the rear cortex of the bone wall was thinner than desired but still sufficient for the anchor to hold. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.